Manufacturer narrative:
Initial reporter address is (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp separated from the light blue main body of a transfer set. This issue occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction/additional information b5: the issue was further described by the customer as the transfer set had ¿no groove issue¿ (omitted on initial). H10: the device was received for evaluation. The reported condition of separation between the twist clamp and main body was not observed; however, a visual inspection with the naked eye identified the twist clamp was missing the detent (notch) on both sides of the twist sleeve. Therefore, the sample failed to meet specification due to the damage/malformation. The reported condition was verified. The cause of the missing detent (notch) was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.